Manufacturer narrative:
Exemption number: e2014018 . Manufacturing site evaluation: failure description - the device arrived without the tip. A microscope and digital camera were used to do a visual examination, especially of the fracture surface. The fracture surface exhibits the typical signs of a multi-axial stress condition of bending and torsion. About 12.4 mm of the pin is missing. Batch history review - manufacturing document have been checked and found to be according to specifications valid during the time of production. There are currently no further complaints with this product at hand. Conclusion and root cause - the root cause for the problem is most likely usage related. Rationale - this is the only complaint out of this lot. The error pattern is typically for mechanical overstress. A material defect or a manufacturing error can be excluded. No further action is required.

Event description:
It was reported that a distraction pin broke during surgery and the tip was left in the patient. The patient was undergoing cervical cloward surgery: as the distraction pin was attempted to be removed and unscrewed, it broke apart. The break occurred in the threaded portion of the tip and that portion could not be removed from the bone. An x-ray was taken, but the physician decided to leave the broken part in the patient's vertebra. It was further reported that the patient recovered normally.